Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted there was a piece of mesh extruding through the fascia defect inferior laterally. He excised this mesh sharply making sure that bowel which was adherent to the mesh was intact at all times. It was reported that the patient experienced severe pain, inflammation, foreign body reaction and mesh shrinkage. No additional information was provided.